Event description:
It was reported that the outer diameter on one (1) size 4.0 ped, pediatric tracheostomy tube was incorrect (over sized). This was detected during a scheduled device change when parent and rt were unable to insert the device into pt's stoma. The pt who is ventilator dependent experienced a mild respiratory reaction. Upon immediate intubation with back-up device pt returned to baseline condition. There was one (1) pt involved. The 4.0 ped device is to be returned to the MFR for identification, analysis and investigation. As of the date of this submission the 4.0 ped device has not been received.